Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became entangled with the guide wire. The procedure was successfully completed using another device of the same type. There were no reported patient complications.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became entangled with the guide wire. The procedure was successfully completed using another device of the same type. There were no reported patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the telescope and sheath were kinked. Microscopic inspection revealed the guidewire exit port, and the distal section of the tip were in good condition. The guidewire was not returned for analysis.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became entangled with the guide wire. The procedure was successfully completed using another device of the same type. There were no reported patient complications.